Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. A sample was returned to the manufacturer for physical evaluation. Additional information was obtained during follow-up with the facility administrator (fa). The reported issue occurred upon treatment initiation. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. A sample was returned to the manufacturer for physical evaluation. Additional information was obtained during follow-up with the facility administrator (fa). The reported issue occurred upon treatment initiation. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a dialyzer from the reported lot was returned to the manufacturer for physical evaluation. The sample was subjected to a bubble point leak test. No leak was detected, possibly due to coagulated blood present within the headers. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a kinked and looped fiber was observed at approximately 30°, with the dialysate ports situated at 0°, on the non-cavity ID end; the looped fiber was potted on the non-cavity ID end and the other end was not potted. There was no other damage or irregularities noted. The reported issue was confirmed. The probable causes for this failure occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.